Event description:
It was reported that an alert triggered because the superior vena cava lead impedance had a sudden rise and was high. Follow up with the physician's office indicated that the impedance reading was a result of the patient's position and attempts to reproduce the high impedance have been unsuccessful. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.